Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis and another indication. Treatment for the peritonitis event was not reported. On an unreported date, during hospitalization the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from this peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.